Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 2.25 x 16 mm stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues. The stent showed no signs of damage or movement. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. An examination of the shaft polymer extrusion found multiple kinks distal and proximal of the bi-component weld site. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.25 x 16 synergy¿ drug-eluting stent (des) was advanced to treat the target lesion; however, resistance was encountered and the device failed to cross the lesion. When it was pulled out, severe resistance was also felt at the tortuous and calcified area. The device was eventually removed and it was noted that the stent was lifted. The procedure was completed with a 2.25 x 12 synergy¿ des. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.25 x 16 synergy¿ drug-eluting stent (des) was advanced to treat the target lesion; however, resistance was encountered and the device failed to cross the lesion. When it was pulled out, severe resistance was also felt at the tortuous and calcified area. The device was eventually removed and it was noted that the stent was lifted. The procedure was completed with a 2.25 x 12 synergy¿ des. No patient complications were reported.